Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was indicated the patient¿s implantable cardioverter defibrillator (ICD) was turned off, and the patient received comfort care for sepsis.